Event description:
A healthcare facility in germany has reported via a fisher & paykel healthcare (f&p) representative that an iw990agu manual control wall mount infant warmer was damaged during transportation. There was no patient involvement as the issue was found whilst the device was not in use on a patient. Visual inspection of the subject device by a trained f&p service technician revealed that the base case was cracked.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing method: the complaint iw990agu wall mount infant warmer was received at our fisher & paykel healthcare (f&p) service center in germany where it was visually inspected and serviced by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician and our knowledge of the product. Results: visual inspection of the subject iw990agu wall mount infant warmer revealed that the base case was damaged. Conclusion: it is most likely that the damage was caused by mechanical force during transportation. However, we are unable to determine the exact cause of the observed damage to the iw990 wall mount infant warmer. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and or/reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. The user manual for the iw990 infant warmer states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.